Manufacturer narrative:
Qn#(B)(4). Additional information: the reported complaint was previously confirmed through examination of a photograph provided by the customer. Since the first follow-up report was submitted, an unused catheter was returned by the customer. This catheter appeared typical. All three luer hubs were pull tested and remained securely attached. A review of manufacturing records did not yield any relevant findings. Since no problems were found on the returned sample, and the actual sample was not returned, the cause could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information: the reported complaint was confirmed through evaluation of a photograph provided by the customer. However, a comprehensive investigation could not be performed because the actual sample was not returned. The photograph showed the distal luer hub separated from the extension line of the catheter. No conclusions about the cause could be drawn from the photograph. A review of manufacturing records did not yield any relevant findings. The probable cause of the luer hub separation could not be determined based upon the information provided and without the actual sample. No further action will be taken.

Event description:
It was reported that during use in ICU, the brown hub of the extension line of the catheter placed in the patient's right subclavia separated. As a result, the catheter was removed and a new kit was opened and used without issue. There is no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the u.s. No sample is expected to be returned for evaluation.